Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient's pump was critically alarming "for a few weeks now, started in (B)(6)," relative to (B)(6) 2019. The patient said her alarm date was (B)(6) 2019. The patient was in the process of changing insurances over and the next healthcare provider (hcp) appointment was (B)(6) 2019 at 8:30 am but they did not known when they would be able to fill the pump because the hcp did not know what drug was in the pump. The patient had already been in the emergency room once because her blood pressure sky rocketed sky high from the pain. She was worried her pump was completely empty. The patient was worried about the pump potentially becoming damaged due to being empty. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-apr-15. It was reported that the empty pump had been resolved. The patient¿s weight was also reported. There were no further complications reported/anticipated.